Manufacturer narrative:
The investigation is underway and a follow up report will be sent when the results are complete.

Event description:
A customer reported an epiq cvx ultrasound system displayed an error and shut down three times during an interventional valve replacement procedure. The customer reported the error occurred when going from 2d to 3d and also during 3d acquisition. The customer rebooted the system to return to use. There was no patient or user harm associated with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the system and reviewed the error logs, finding 005 error code. The acquisition module was replaced. The fse ran diagnostics on the system which all passed. No further similar problems were reported and no further 005 errors. The acquisition module was returned for product evaluation and the failure was not reproducible.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.